Event description:
It was reported that the user experienced both elevated and low blood glucose associated with incorrect meal announcements and meal size selection while using the ilet, followed by corrective insulin delivery and subsequent lows; the user rested the ilet and later performed a reset to relearn meals after consultation. Symptoms included hypoglycemia, hyperglycemia, lethargy, fatigue, blurry vision, weakness, and shakiness. Outcomes included a lowest reported glucose of 59 mg/dl and a highest of 262 mg/dl, with stabilization after treatment using oral carbohydrates including juice, bananas, and cereal; the ilet issued alerts. Investigation included review of reported use patterns, troubleshooting, and user education focused on meal announcements and size accuracy. Investigation of this case revealed user-related factors as the primary contributor, specifically incorrect meal size announcements leading to postprandial hyperglycemia and algorithm-driven correction followed by hypoglycemia; device function and components were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to meal announcement and size selection, addressed through retraining and device reset.